Manufacturer narrative:
According to the customer contact, "machine does turn on however does not produce the seam/smoke for medicine." Per the customer contact, the user is not able to receive their medication by other means. No additional information is available at this time. A sample has been requested for evaluation. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "machine does turn on however does not product the seam/smoke for medicine."

Manufacturer narrative:
Updated d4: serial number. Updated d9: is this device available for evaluation? & returned to manufacturer. Updated h3: device evaluated by manufacturer? Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).